Manufacturer narrative:
Device evaluation is in-progress at the time of this report.

Event description:
A medtronic representative reported that while in a cranial procedure, three screws, which attach the internal base to the skull, sheared off. They opened the external trajectory guide kit to get the screws out. The surgeon was able to attach the base to successfully perform the biopsy. The surgeon was able to remove all pieces of the broken screws with a drill. The surgery was completed with the use of the stealthstation treon guidance system.